Event description:
It was reported that a high drain 101 alarm occurred during the drain phase on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. A short simulated therapy was performed on the device successfully. The reported issue was confirmed through an event history log review. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The cause was determined to be an inappropriate bypass of the low drain volume (ldv) alarm during the initial drain. Homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain. The labeling also states, "by selecting bypass, you indicate that you are empty. The system considers your volume zero and delivers your entire prescribed fill volume." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.